Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a safety disk failure upon install. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.

Manufacturer narrative:
Type of investigation not yet determined: (4118/3233): a supplemental report will be submitted upon receipt of additional information.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a safety disk failure upon installation. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, g4, g7, g8, h2, h10, h11. Corrected field: a1, b5, b6, b7, d11, h6 (health effect - impact code). Manufacturing site was updated, correct site to report is mahwah.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a safety disk failure upon install. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.

Manufacturer narrative:
Updated fields: b4, b5, e1 (site country), g3, g6, h2, h6(type of investigation, investigation findings, investigation conclusion), h10, h11. Corrected fields: e2, h6(health effect ¿ clinical code, health effect ¿ impact codes). It was reported that the cardiosave intra-aortic balloon pump (iabp) had a safety disk failure upon install. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported. A getinge field service engineer (fse) stated out of box failure. The defective components were received for further investigation. The national repair center installed the safety disk into the cardiosave test fixture serial number (B)(6) and tested the safety disk to factory specifications per procedure number 0002-07-d016 revision c and the cardiosave service manual 9 revision n. The complaint was reported as an out of box failure without any other details of the failure. However, the nrc observed the failure of the safety disk failing the membrane differential pressure test with a reading of 9mmhg. The factory specification is +-6mmhg. The safety disk failed testing. Retaining the safety disk in the nrc per procedure number 0002-07-d008 rev.aj. Sustaining engineering may request in the future to perform an evaluation of the safety disk. The following was submitted by (B)(4), technician of the maquet failure analysis and testing dept. (Fat) (B)(6): ar 7 march 2024. Part no longer going to sustaining for further analysis. Investigation is completed. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Aq. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.